Event description:
It was reported that this pacemaker was unable to be interrogated. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. No adverse patient effects were reported. At this time, this device remains in service.